Event description:
It was reported that noise, oversensing, and inappropriate mode switching was observed on the right atrial (ra) lead. Ra lead insulation damage was the suspected cause of the event, however, this was not confirmed via diagnostic imaging. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.